Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7084983/7083214.

Event description:
It was reported that the patient was experiencing urinary incontinence despite multiple reprogramming. It was noted that incontinence was present while using the stimulation and not evident with stimulation off. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility.